Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited high pacing impedance and high capture threshold. The physician decided to explant and replace the lead. During the procedure, the physician was unable to extend the stylet to the distal portion the lead in order to explant. The lead was eventually explanted successfully. It was noted that the physician suspected lead fracture to be the root cause. The patient was in stable condition.